Event description:
An eye care practitioner reported that a pt experienced moderate pain and was diagnosed with a small central corneal ulcer with infiltrate at pupil's edge, right eye, associated with wear of o2optix contact lens and use of bausch & lomb renu lens care solution. Treatment consisted of zymar q1hr. Event resolved with no reduction in visual acuity and resumption of lens wear in a different brand lens. No further info was provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious central corneal ulcer." Evaluation of returned unopened lenses was conducted and found to most specifications. The device history records & sterility records have been reviewed by mfg and found to be in compliance.